Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the if it could have contributed to the reported severe reaction and blistering. Lot release records were unable to be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported by the health care provider that the patient encountered a severe reaction to the pod and had blistering on the abdomen from where the infusion site was located.